Manufacturer narrative:
Correction information: g6: follow up #2. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model# ec38-i10cl-us available in the united states with a 510k number k190805. International medical device regulators forum (imdrf) adverse event reporting (b)(4. Type of investigation: 4114 device not returned. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6) region with the description of "no video image" involving pentax medical video colonoscope model# ec38-i10l, serial# number (B)(4). There was no report of death, serious injury or other significant/important medical event. An RMA was provided for the customer owned endoscope, but has not been received by pentax medical for evaluation as of (B)(6) 2021. On (B)(6) 2021, a device history record (DHR) review for model# ec38-i10cl, serial number# (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2020 under normal conditions. The endoscope was reworked for hole at the tip which had adhesive repainting and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2020. The investigation is in-process. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.